Event description:
During an atrial fibrillation ablation procedure a leak occurred. When the ablation catheter was connected to the irrigation pump and flushed, saline was irrigating out the tip but there was also backflow into the optical cable of the catheter. A new catheter was used for the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The reported leak was confirmed. Fluid was noted within the tygon tubing distal to the optical connector and electrical connector plug. Additional investigation determined the leak was due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock caused by an interruption of the curing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.